Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/20/2019. Investigation summary: it was reported performance pull off suture needle. An empty labeled winding formed and a detached needle were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant was noted into the barrel hole. Body fluids and slightly marks were noted on body needle that appear to be by use of a surgical instrument, the suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to needle condition and that the suture was not received for evaluation, it could not be determined what may have caused the reported incident of: ¿needle separated from suture during tissue passage.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a hemicolectomy on (B)(6) 2018 and suture was used. Needle separated from suture during tissue passage. Surgery completed as planned with new suture. No adverse patient consequences.